Manufacturer narrative:
The user facility report #(B)(4) was rec'd from the (B)(6) registry. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the (B)(6) registry which stated "pt admitted with elevated hemoglobin; pf wa s44 and ldh was 1205. Pt's inr 1.5. Pt denies dark urine or any other signs/symptoms. Pt started on heparin and intergrilin gtt. Hemolysis labs never improved. Pt was urgently transplanted (B)(6) 2013."